Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that when the customer attempted to charge the pump, they received a power source alert. The pump was originally plugged into a t:slim wall adapter and when customer tried another wall adapter they were still unable to charge. Pump will be replaced. Customer indicated that they will continue to use the pump until they receive the replacement pump. Customer&#38112;blood glucose (bg) levels were not impacted.

Manufacturer narrative:
.

Event description:
In addition, the pump battey gauge display went from 30% to 100%, without being plugged into a power source.